Event description:
The physician achieved arteriotomy closure of the left femoral artery with a perclose a-t (closer ak) device following a diagnostic procedure. It was reported that there had been several unsuccessful attempts at accessing the right femoral artery with the procedural needle in order to place the procedural sheath. After the procedure, the pt was transferred back to the floor and had been ambulating the same day. The next morning the pt was found unresponsive, but had a pulse. Resuscitation efforts were begun. The pt was intubated and taken for a CT scan. It was reported that blood was visualized in the abdominal area. It is unknown what medical treatment was rendered. The pt was reported to expire later that day. Although requested, add'l info has not been made available.